Manufacturer narrative:
The device was returned and evaluated and confirmed that error code was displayed due to a failure in the printed circuit board. Additional findings include; the painting on the front panel and top cover was peeled off. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the video system center gave error e230. This issue occurred during preparation for use for an unspecified procedure. There were no reports of a delay or patient harm associated.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. Correction in the fields: d4 (unique identifier number), e1 (telephone number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that e230 is displayed due to a failure in the printed circuit board. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.